Event description:
It was reported that the patient experienced the spinal cord stimulation (scs) implantable pulse generator (ipg) move and twist, resulting in intermittent site pain. The patient underwent a revision procedure where the existing system was interrogated prior to commencement and found to be working well, without impedances. The ipg remained connected to the leads, and several attempts were made to reposition the ipg within the pocket to ensure a secure and comfortable fit. Once satisfied with the pocket adjustment, the ipg was temporarily disconnected from the leads and placed safely to one side and covered, while the last changes to the pocket were made. Following completion, the ipg was reconnected to the leads, impedance checks were performed, and all contacts were noted to have impedances. Troubleshooting confirmed the issue was with the ipg, therefore, the ipg was replaced with a new ipg. The patient was subsequently programmed in recovery, and therapy was successfully initiated.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.